Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that there was some wear and discoloration on the blade, but minimal debris. A functional evaluation concluded that the forward, reverse, and oscillate functions operated as expected. The coagulate function was tested in saline and did not indicate any problems. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, the electroblade did not get an energy output when using a coagulation. The procedure was successfully completed with a smith and nephew back-up device. No patient injuries, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.